Event description:
Approximately one year and ten months post hvad implantation, the patient reported critical battery alarms after being fully charged. The batteries were replaced and returned to the manufacturer for further evaluation. There was no reported patient injury as a result of this event.